Event description:
It was reported that alarm 2 occurred and was associated with occlusion. There was no adverse impact to the customer's blood glucose level. Customer resumed insulin without initially changing infusion set, confirmed cannula and tubing were functioning properly, later changed set at scheduled time, and case was closed by technical support with no further assistance required.